Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 1, 2004, the patient contacted lifescan alleging that her one touch fasttake meter was prompting the error 1 message. The message was appearing upon powering the meter on. The patient neither alleged harm nor experienced injury or medical intervention. She contacted her physician for advice; however, no treatment was specified. The customer care representative (ccr) confirmed that the patient was using the correct testing technique and the battery compartment was in good condition. The ccr walked the patient through retesting and the error 1 message reappeared. Therefore, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.